Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump.